Manufacturer narrative:
For devices without 510(k) numbers: PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: the customer returned 100 samples, and 24 tubes were used to carry out x-value testing to gauge stopper pull out forces. The results achieved the >3.5 required to meet specification. A review of the device history record revealed no irregularities during the manufacture of the reported lot #367896. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported the tube caps pop off during transport on the bd vacutainer® 10ml serum tube resulting in re-collection of blood sample. No medical interventions reported.